Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black boxhad a 163 alarm for a no cartridge detected warning. During the load cartridge step the pump failed to detect the cartridge. The force sensor calibration test was within specifications. The force sensor trace was cracked.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was priming during the load step. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.